Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non conformances. When the pump was returned to mmdg, it was found to have fluid ingress, which caused the pcb to fail, resulting in the pump failing to alarm.

Event description:
The initial reporter stated that the pump was shutting off during feedings. They stated that it alarmed multiple error codes, but that it did not alarm when it shut off during feedings. Mmdg did follow up with the initial reporter who stated that the pump was replaced and that the patient did not experience any adverse effects due to the complaint. (B)(4).